Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating audio beep anomaly and button error on the insulin pump. The customer's blood glucose was 158 mg/dl. The customer stated that he received a constant tone when he replaced the battery. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with intermittent frozen display, no button response, and constant audio alarm tone. The problem was isolated to the motherboard. Unable to perform the displacement, self test, rewind, off no power, basic occlusion, occlusion, operating currents, prime and excessive no delivery alarm tests due to the frozen display. No cosmetic damage was noted. During the root cause analysis, the pump functioned properly during testing. No unexpected frozen screen or unexpected watchdog alarm was noted. The pump responded properly to button presses. No unresponsive buttons were noted during testing. However, moisture damage was found on the mother board.